Manufacturer narrative:
D4 - catalog# has been populated. This information was previously provided in the catalog# field. G1 has been updated to reflect new personnel. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review, summarized as follows: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523855 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 523855 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for the reported lot. A lot specific complaint review was performed to identify similar complaints to the ticket being investigated. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523855. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 523855 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported 2 false positive result obtained on the alinity m sars cov-2 assay. The samples in question had a cycle number (cn) of 38.39 and 37.78. Both samples were run using sars-cov-2 assay. The customer stated that the samples were initially ran on (B)(6) 2021 on the alinity m. The results were reported out to physician's office where the physician questioned the results and requested a rerun of the samples. At the time of the call, samples had not been rerun on the alinity m or a different instrument. It was confirmed per the customer the samples in question were in fact not retested. There was no report of impact to patient management caused due to this observation.